Event description:
It was observed that during the device evaluation, the video system center had a faulty printed circuit board, corroded pins and there was dust accumulating inside. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the video system center had a faulty printed circuit board, corroded pins and there was dust accumulating inside. Based on the results of the investigation, the probable root cause of the faulty printed circuit board and corroded pins was cause traced to component failure, expected or random component failure without any design or manufacturing issue. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.